Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and upward trending threshold measurements. The patient was to be monitored monthly but the lead was subsequently capped and replaced with a new rv lead. It was noted that capture was lost during the replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical product: 4076, implantable pacing lead, (B)(6) 2010.